Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a blood glucose (bg) level ranging from 270mg/dl to 325 mg/dl. Reportedly, the customer disconnected infusion set from the cartridge, requested a bolus, and observed fewer drops of insulin than expected exiting from the end of the cartridge tubing. A cartridge change was performed to resolve the issue. Additionally, it was reported that an occlusion alarm occurred. Reportedly, alarm cleared and customer successfully resumed insulin delivery. Reportedly, the customer reverted to manual injections for insulin therapy.